Event description:
It was reported that a light sensitive drug set leaked. According to the report, after priming the set with saline solution, the pharmacist noticed a leak in the connector at the end of the set. There was no patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). The actual device was not available; however, a retained sample was evaluated. Visual inspection did not reveal any issues. The device was gravity tested and with an in-house infusion pump; there were no leaks or other issues observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.